Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust.

Event description:
Boston scientific received information that, during the change out procedure, this cardiac resynchronization therapy defibrillator (crt-d) was found to have a stuck setscrew. The left ventricular (lv) setscrew was stuck in the down position and the physician could not get the lv lead removed from the header. The setscrew was eventually loosened and the device was explanted and returned for analysis. All lead diagnostics were normal and the lead remains implanted. No adverse patient effects were reported.